Manufacturer narrative:
The spi bus line driver u16 on the customer returned pm board had failed by shorting one spi bus line. This caused the vent inop-e/c 1007 alarm on startup. Replacing u16 resolved the problem.

Event description:
Field service engineer (fse) reported that after performing preventative maintenance on the unit that error code of machine and proximal pressure sensors failed appeared. Unit also failed the electrical safety test. There was no patient involvement reported due reported issue being found during preventative maintenance.